Event description:
It was reported that upon interrogation, the left ventricular lead exhibited high impedance and loss of capture. The device was successfully reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.